Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis: improper component placement; incomplete component deployment; component migration; separation of graft material from stent; occlusion; infection; stent fracture; graft material failure, dilatation, erosion, puncture, perigraft flow.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient underwent endovascular treatment using gore® excluder® aaa endoprostheses for an abdominal aortic aneurysm. It was reported that a proximal side of trunk-ipsilateral leg (rlt261418j/18248361) was positioned at a lower position than intended. The physician deployed the ipsilateral leg and ballooned it without an angiography to confirm a bifurcation of the left iliac artery, resulting in an unintentional coverage of the left internal iliac artery. The patient tolerated the procedure with a wait-and-watch approach taken to the vessel coverage.